Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: a review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met. An engineering evaluation was performed on the returned device. Examination of the common carotid artery hemostasis valve components revealed a small tear in the silicone tube. Measurements of the tube indicated it met specifications. No irregularities (visible or measured) of the remaining valve components were noted. No issues were reported until stent deployment was attempted. This observation suggests that the valve was normal when the device was opened, prepared and delivered in the patient. In addition, a second stent delivery and post dilation were reported with no interaction difficulties noted. Based on the engineering analysis, the cause for the valve malfunction cannot be determined.

Event description:
During stent deployment, the physician experienced high friction and was unable to deploy the stent. The physician retracted the gore balloon sheath (gbs) and stent delivery system together to deploy the stent. As the gbs was retracted, the gore balloon wire (gbw) balloon became dislodged from the external carotid artery. The gbw balloon was not repositioned; a second stent was deployed, post dilatation was performed, and the procedure was completed. The patient did not experience any adverse effects.